Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse reported that the ¿value of the compressor value was unstable at the time of the visit at the regular inspection on january 19, 2019, but somehow the specified value was cleared." However, during this evaluation, the fse was unable to reproduce the failure. The fse opted to replace the scroll compressor as a precaution. All functional and safety tests were performed and passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient an autofill failure occurred on the cardiosave intra-aortic balloon pump (iabp). It was reported that the "autofill error" message cleared by powering the iabp on and off. The iabp continued to be in use without error until patient withdrawal. On (B)(6) 2019, the iabp was evaluated in-house; a scroll compressor performance test was performed and the positive and negative pressure was checked. Although there was no problem with the negative pressure value, it only increased to a positive pressure value of 350 mmhg (390 mmhg ± 10 mmhg specified value). There was no injury or harm to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp. Upon evaluation, the fse verify that the compressor value was unstable at the time of the event. However upon testing the iabp the fse was unable to reproduce the reported issue; the compressor value fell within the required specification. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while in use in a patient an autofill failure occurred on the cardiosave intra-aortic balloon pump (iabp). It was reported that the "autofill error" message cleared by powering the iabp on and off, the iabp continued to be in use until the patient was discharged on (B)(6) 2019. The iabp was evaluated in-house; a scroll compressor test was performed and the positive and negative pressure was checked. It was additionally reported that there was no issue with the negative pressure value, it increased to a positive value of 350mmhg (390 mmhg ± 10 mmhg specified value). There was no injury or harm to patient and no adverse event was reported.